Manufacturer narrative:
A ge service rep performed an onsite investigation and installed the single board computer upgrade. The configurations were checked and the cables were reseated. The new hard disk drive, fluoro functions board and generator interface board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had network issues outside of a procedure. No pt injury was reported.